Event description:
The patient received her scs system, including two paddle leads on (B)(6) 2009. The patient reported she cannot increase stimulation past perception with her patient programmer. The patient was scheduled to meet with physician for reprogramming. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.